Manufacturer narrative:
As per field service representative (fsr), the leaks are no longer an issue. The customer has new fittings but have not switched it out at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was leaking fitting to the oxygenator since the seal for the quick connect was worn out. A small towel was placed on the floor to absorb the small drops of water. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 01-dec-2016. As per perfusionist, these water fittings are attached to the hoses of the heater-cooler tubing and the fittings connect to the water ports of the terumo oxygenator. These fittings have been used for many years and have begun to drip at a very slow rate. There was no spraying of water and no puddles of water on the floor. A small towel is placed on the floor to absorb the small drops of water. The drips occur during set-up and during cpb. The connectors were not changed out. Cases were completed successfully, without delay and without associated blood loss. The customer continues to use the connectors and has requested replacements. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed by the user facility's biomedical engineer (biomed). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.